Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: sohn hm et al. (2012), the results of two stage surgical treatment of pilon fractures, journal of the korean fracture society, volume 25, number 3, pages 177-184 (south korea). The purpose of the study is to report the good results of 2-stage treatment in pilon fractures. From march 2006 to november 2008, 23 patients with pilon fractures of tibial shaft who underwent 2-stage treatment who were followed-up during more than 2 years of treatment, were included in the study. There were 19 males and 4 females with a mean age of 51.6 years (range, 23-68 years). In the first stage of the operation, open reduction of the articular surface and external fixation were performed after minimal incision. As the soft tissue healed, the device was removed, and a 2-stage minimally invasive immersion compression plate fixation was performed using the unknown synthes locking compression metaphyseal plate that was adjusted for fixation in accordance with the anterior medial side of the distal tibia. In case of accompanying distal fibula fracture during stage 1 surgery, the unknown synthes 1/3 tubular plate was used to restore and fix the fibula length. Rehabilitation training was performed for about 2 weeks after the 2nd stage surgery, followed by long neck plaster cast and passive ankle movement, by wearing a patellar tendon load orthosis; active ankle movement was started 4 weeks after the 2nd stage surgery, and weight-bearing walking was performed after 12 weeks. The average follow-up period was 28 months (range, 24 - 41 months). Complications were reported as follows: case 2, a (B)(6) year-old male had osteoarthritis and poor radiologic results. The symptoms were not severe, symptomatic treatment - such as pain control - was implemented, and the patient was followed-up even after hospital discharge. Case 6, a (B)(6) year-old male had osteoarthritis and fair radiologic results. The symptoms were not severe, symptomatic treatment - such as pain control - was implemented, and the patient was followed-up even after hospital discharge. Case 12, a (B)(6) year-old male had infection. A gastro-gastric flap was performed after the granulation tissue was filled through negative pressure wound treatment, while thorough debridement and antibiotic treatment were performed, after the wound had improved, skin grafting was performed on the donor site and the treatment was completed. Case 38, a (B)(6) year-old male had osteoarthritis and fair radiologic results. The symptoms were not severe, symptomatic treatment - such as pain control - was implemented, and the patient was followed-up even after hospital discharge. This report is for the unknown synthes locking compression metaphyseal plate and screws.